Manufacturer narrative:
Time and date of hospitalization: 27.08.2021 18 o'clock. High blood glucose. Adviced to always complete rewind / load reservoir process before connecting back to set. Device gives alarm no reservoir found. Although the reservoir is inserted. Self-test: passed. Put another alarm on the reservoir. On a related svn (B)(6) the unit had a damage (physical or cosmetic) complaint. Since the insulin pump was broken in an accident, we send the customer a loaner. The client had an accident, was hit by a car while riding her bike. The insulin pump was broken in the process. 3. Location of the damage is: back side. No damage noted on the back of the pump. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. Inserted a test p-cap and a water filled reservoir into the reservoir compartment. The device recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No unexpected no reservoir detected alarm noted during testing. No prime/fill anomaly noted. Device passed the functional testing. No unexpected no reservoir detected alarm noted during testing. No prime/fill anomaly noted. No damage noted on the back of the insulin pump. However, device had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to confirm alleged high blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized on an unknown date due to high blood glucose. Customer blood glucose was 430 mg/dl. Customer was treated for high blood glucose. Customer stated symptoms related to high blood glucose that were nausea, vomiting, abdominal pain, difficulty in breathing and loss of consciousness. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump was passed in self test. The insulin pump will be returned for the analysis.